Event description:
This case was initially received via regulatory authority (B)(6) on 03-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in the lower part of the belly") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), myalgia ("significant muscular pain") and palpitations ("heart palpitations"). Removal of essure was planned on (B)(6) 2017. At the time of the report, the abdominal pain lower, arthralgia, myalgia and palpitations outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, myalgia and palpitations with essure. The reporter commented: the patient had sick leave for 10 days. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 05-oct-2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 565 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.